Manufacturer narrative:
The investigation into the reported issue has been completed. Console logs from the reported day of event do not contain any information relevant to this failure mode. The console was sent back to field service for further investigation and was tested. The reported issue was reproduced, and intermittent lines with varying intensity were observed on lcd screen. Further testing aimed at determining whether the issue was caused by the 4-in-1 assembly or the lcd were inconclusive. However the backlight cable had a visible kink. The root cause of the intermittent lines was mostly due to the 4-in-1 assembly or the lcd.

Event description:
The complainant reported that the automated impella controller (aic) had a white line in the screen. There was no patient involvement.